Manufacturer narrative:
Per -(B)(4) final report. Additional information including, part nos. And lot codes of the reported devices, confirmation that all components were revised, post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol, confirmation on whether the devices will be returned and an update on the patient post revision, was requested in order to progress with the investigation of this event, however, none of this information could be provided and thus the scope of the investigation was limited. The appropriate device details could not be provided and thus the relevant device manufacturing and sterilisation records could not be identified and reviewed. Based on the available information, no further investigation can be conducted. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity/metafix revision of all components due to infection.

Manufacturer narrative:
(B)(4). Initial report. Additional information including, part nos. And lot codes of the reported devices, confirmation that all components were revised, post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history, whether the patient followed correct post-op protocol, confirmation on whether the devices will be returned and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision of all components due to infection.